Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen that made it harder to read a little and squirts out insulin during priming. The customer¿s blood glucose level unknown. Customer also reported that the insulin pump rejected new battery, had unexplained no delivery alarms, louder rewind and dimmer backlight. The device will not be returned for analysis.